Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 419, 400 mg/dl. The customer stated that the introductory needle of infusion set was coming out of that instead of going into his body. The customer stated that because of the leak on his infusion set the insulin was not going in to his body. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.